Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous and heavily calcified left anterior descending artery (lad). After predilatation was performed, the 3.0x18 mm xience v stent delivery system (sds) was advanced; however, would not cross. During retraction of the sds from the patient, the stent implant became caught on calcium and dislodged from the balloon into the lad. An attempt was made to snare the stent implant; however, this was unsuccessful. An attempt was then made to advance a balloon to the dislodged stent to crush it against the vessel wall; however, this was also unsuccessful as it would not cross. The patient was referred for coronary artery bypass surgery this afternoon; however, the dislodged stent will not be retrieved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.